Event description:
It was reported that the patient presented in-clinic after receiving a patient notification. Non-sustained lead noise episodes, decrease in r-wave amplitudes, increase in capture threshold and oversensing of p-waves were noted. It was suspected that pacing on the rv lead was causing atrial capture. X-ray confirmed that the lead had dislodged into the atrium. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.